Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The reported defect was unable to be confirmed. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: describe event or problem: infusomat space pump IV set was removed from infusomat space station IV infusion pump and the anti-free flow clip did not clamp the tubing, free flow of levophed into patient causing blood pressure spike to 325/141. Bp improved on its own after several minutes. Head imaging performed after revealed conversion of embolic stroke to hemorrhage due to hypertension.